Manufacturer narrative:
Product ID: 3887-33, lot# j0454407v, implanted: (B)(6) 2004, product type: lead; product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot#: j0454407v, implanted: (B)(6) 2004, product type: lead. Product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 13-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the impedances were greater than 10,000 ohms when checked pre-operatively prior to replacing the patient¿s battery. It was unknown if any external factors may have led or contributed to the issue. The patient did not use these electrodes and this possibly could have bee reported prior to the report, however, the rep wanted to make sure it was reported. No diagnostics/troubleshooting was performed. The electrodes were not used. The issue was not resolved. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated. See related regulatory report #: 3004209178-2018-12127.